Event description:
Information received from the field does not address the patient's clinical status but notes that a transtelephonic monitor showed a magnet rate of 100 ppm, 120ms a-v delay, and lower rate of 80 ppm. All other parameters appeared to be functioning normally. The device will remain implanted and the physician will address the problem at the patient's next follow-up.